Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device discarded.

Event description:
Chpv was explanted due to product failure. On x-ray you could see that the axis of the programmable mechanism was broken only x-ray to hand in - chpv was discarded. Revision was done.

Manufacturer narrative:
The device was not provided for evaluation. However photos of x-ray images of the device were submitted for review. These images confirm the reported issue. However, without the device, a full investigation could not be performed; therefore, it was not possible to determine root cause. If the device is returned in the future, the complaint will be reopened and a followup report will be submitted. At present, we consider this complaint to be closed.